Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided x-ray images on (B)(4) confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article received entitled: "fracture of the c-stem cemented femoral component in revision hip surgery using bone impaction grafting technique: report of 9 cases", by martin buttaro, et. Al, published in hip int 2015; 25 (2): 184-187 doi: 10.5301/hipint.5000210. Authors reported on nine incidents of depuy c-stem cemented femoral stem implant fracture, following their implantation with the use of the impaction bone grafting technique (ibg). From 2006 to 2013, 9 cases with a c-stem fracture were revised in 9 patients. Two of the 9 cases had been previously operated in another institution. From 2001 authors implanted 627 c-stems in revision arthroplasty; 515 of them were implanted in combination with the ibg technique. Indication for ibg technique was revision surgery with the presence of femoral bone loss. Revision diagnosis prior to stem fracture was aseptic loosening in 5 cases, a previous stem fracture in 2 cases, an osteosynthesis plate fracture after a periprosthetic fracture in 1 case and a periprosthetic fracture in 1 case. The authors only indicated that depuy c stems were used, paired with depuy bone cement--no other products were specifically identified by manufacturer. This complaint addresses case 5, who sustained a femoral implant fracture at 73 months post-implantation. An uncemented proximally modular, distally fluted competitor femoral component was re-implanted to treat the implant fracture. An intraoperative complication occurred, a distal one third femoral periprosthetic bone fracture during final reduction of the new stem, treated with a dynamic condylar screw. This case subsequently experienced recurrent dislocation events requiring cup revision and implantation of a constrained liner.